Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy of 25 to 40 points between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Emergency medical technicians were called for treatment of low blood glucose (40mg/dl) and seizures. Customer declined to troubleshoot the issue with tandem technical support and declined to provide any additional information.